Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp)backup batteries failed pm procedure run test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) says batteries failed run test during pm. Replaced batteries(d146-00-0039) .unit returned to customer in working condition.